Event description:
It was reported that during a service repair performed by a getinge field service engineer (fse), he identified that the power switch was missing the green cover. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
A getinge field service engineer (fse) replaced the power switch (d012-00-1675). Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.